Manufacturer narrative:
G4: 13oct2020 b4: (B)(6) 2020 a power management board was returned for analysis. Visual inspection of the power management board revealed no anomalies noted. An investigation was performed and unable to replicate failure. Cycle testing did not replicate reported failure. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jun2020.

Event description:
The customer reported vent inoperable alarms as well as not being able to power off the unit. The customer indicated when powered on, in patient mode, unit displays check vent alarms: vent blower stalled, backup alarm failed, auxiliary supply failed and 35 volt supply failed. Unit will not respond to power off, removing alternating current (ac) power and unplugging backup battery required to shutdown unit. Determined that replacing the power management printed circuit board assembly (pcba) would be the recommend repair. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer replaced the power management pcba to resolve the reported issue.